Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. A bend was observed in the cannula, but the pump drive had not stalled, indicating that it had not interrupted insulin delivery. No malfunction or manufacturing defect that would have contributed to the reported hyperglycemia was found. The customer also reported that the cannula appeared to not be inserted under the skin of the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose; it cannot be confirmed during laboratory evaluation. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."

Event description:
The customer reported that his blood glucose result was "high" (>500 mg/dl) until he replaced the device. When it was removed, it looked like the cannula was not inserted in his skin and was bent.